Event description:
Information was received from a patient regarding external device. It was reported that when he tried to get a bolus, he was getting error code 362(bolus rejected because of lockout was in progress) for about two weeks. The patient stated that it has been doing this for about 2 weeks. Moreover, it may do it 2 or 3 times in a row and then they get the bolus. The patient stated that they get 12 bolus a day every 2 hours and they can wait 6 hours and not get the bolus. The agent asked patient if the handset connects to the pump normally. It usually connects easy, but the screen will get stuck at 90% or so and it will take 10 seconds or 20 seconds and then it will go on, but the hcp office clears the data, and they will see how that works. The agent reviewed device function and recommended the patient to monitor device. The patient service reviewed meaning of code. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.